Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # 804a23. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60w reload (a) were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired.  A manufacturing record evaluation was performed for the finished device batch number 804a23, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. D4 batch # unk. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: malformed staples & bleeding. It was reported that during the surgery, after a fire (not the first fire), noted some staples not well formed and bleeding. Changed to open operation and manual suture sewing to stop bleeding. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? After the fire, noted the bleeding. How many days postoperative was the bleeding identified? During the surgery. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Yes. How was the bleeding addressed? Press and suture sewing. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown was the bleeding intraluminal or extraluminal? Intraluminal. What vessel was involved? Left pulmonary artery. Please describe staple shape? Proximal staples formed partially. What cartridge(color) was used with this device? White. Please confirm the following: was the device reprocessed prior to use? No. Why are three cartridges being returned? 3 white reloads used in the surgery, however, after the surgery, the surgeon cannot determine which one was malformed. What actions were taken thoracoscopically prior to the decision to change the procedure to an open procedure? Compression hemostasis, transfusion, raise blood pressure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy surgery, open the packing and noted that some staples fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2023. Batch # 804a23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload (a) were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number 804a23, and no non-conformances were identified.